Manufacturer narrative:
Analysis received the unit with moisture damage found on the mother board and lcd board. However, the unit was received with normal operating currents and no unexpected off no power or low battery alarm. The unit passed the displacement test and self test. There was no motor communication error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 260 mg/dl at the time of incident. The customer stated the screen is a blank display. She stated the insulin pump received a battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.